Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any malfunction code appears again, which the caller acknowledged and understood.